Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery. After a 6mm non-bsc stent was deployed, a 6.0 x 200 135cm mustang¿ balloon catheter was advanced for post-dilation. However, on initial inflation within the rated pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported.